Event description:
There was a seroma over the entry point. A (B) (4) dye study ((B) (6) 2006) revealed that the catheter was patent. They did a test on fluid pulled back and it was csf fluid. A nuclear medicine scan then revealed that the medication entered the spine and leaked out. A dural leak was suspected. The patient did not have any symptoms of a csf leak; she was treated with an abdominal binder. The csf leak lasted for 3-4 months and was surgically repaired; the catheter was revised in (B) (6) 2006. Following the revision, there was no definitive report on the patient's outcome, but because they did not hear from the patient they thought that everything was fine. The pump contained lioresal 500mcg/ml delivered at 150mcg/day.

Manufacturer narrative:
(B) (4).